Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly tortuous, and moderately calcified eccentric de novo lesion in the marginal artery. A 2.5x20mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion with resistance. An attempt to inflate the device was made; however, the balloon did not inflate past 6 atmospheres. The bdc was removed and it was confirmed that the balloon ruptured. The procedure was successfully completed with a non-abbott bdc and a stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.